Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 150 mcg/day) via an implantable infusion pump. The patient had a medical history that included hypothyroidism, spastic hemiplegic, and endometriosis. It was reported that the patient had their catheter replaced on (B)(6) 2018 and was miserable and having headaches. A spinal leak was suspected and the hcp attempted to seal the leak multiple times with tisseel, with no success. The spinal incision was prepped for surgery on (B)(6) 2018 and it was noted that there was swelling. When the hcp accessed the newly implanted spinal segment of the catheter there was clear fluid, thought to be cerebrospinal fluid (csf), underneath the area where there had been swelling. The fluid was not tested. The spinal segment was removed in its entirety and a new 8781 was implanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The catheter was discarded and would not be returned for analysis. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.